Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05540, 0001822565-2017-05542. Medical products ¿ unknown zimmer nexgen bearing component catalog # unknown, lot # unknown, unknown zimmer nexgen tibial tray catalog # unknown, lot # unknown. Initial reporter: claire tilbury, md, tsjitske m. Haanstra, msc, phd b, claudia s. Leichtenberg, bsc suzan h.m. Verdegaal, mdc, raymond w. Ostelo, phd, henrica c.w. De vet, phd rob g.h.h. Nelissen, md, phd a, thea p.m. Vliet vlieland, md, phd unfulfilled expectations after total hip and knee arthroplasty surgery: there is a need for better preoperative patient information and education¿ 31 (2016) 2139-2145. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that three hundred twenty-two (322) total knee arthroplasty patients were surveyed on seventeen activities of daily living for the overall fulfillment of expectations, one hundred and seventeen (117) of the patients reported an unfulfilled expectation rating. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that three hundred twenty-two (322) total knee arthroplasty patients were surveyed on seventeen activities of daily living for the overall fulfillment of expectations, and it shows a mean of 36.1% for an unfulfilled expectation rating. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.